Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported peri-implantitis, bone loss and infection. Patient presented from gp for pain around implant #3 .9mm buccal probing depth with suppuration noted. Heavy bop. Pa showed roughly 65% bone loss. Cbct taken showing missing buccal and palatal wall. Considering unpredictable nature for regeneration, best treatment involved removal of implant with guided bone regeneration procedure. Future implant at this site indicated. Symptoms as a result of the event: pain, edema and inflammation.

Event description:
No further event information available at the time of this report.